Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. Product ID: 3537, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the lead wire was no longer connected to the external neurostimulator (ens) and the patient thought it may have broke; they had no wires or plugs connected to the ens and did not see one. Additional information was received on 2017-jun-03. It was noted that the patient¿s controller was off and they had assistance with troubleshooting from a manufacturer representative. No symptoms were reported. No further complications were reported/anticipated.